Event description:
(B)(6) female went to the operating room on (B)(6) 2014 for a right shoulder repair. During the repair, guidewire screw pin broker off into the center of the scapula glenoid vault. The surgeon determined that removing this would cause more damage than leaving it in place.